Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that clarified that the pushwire was separated. Resistance occurred at the middle and distal ends of the catheter. A continuous saline flush was administered and maintained as indicated in the IFU.

Manufacturer narrative:
Product analysis #(B)(4):¿ equipment used: vis (m-78210), 203cm ruler (m-83361) ¿ drawing(s) referenced: none ¿ as found condition: the solitaire fr device was returned for analysis within a shipping box, a plastic bio-pouch, an opened solitaire fr inner pouch (b799650), and a dispenser coil. ¿ damage location details: the stent was found not attached to the pusher. The pusher inner core wire was found to have separated at the buffer coil weld within the shrink tubing; ~3.0cm from the stent¿s proximal marker. The solitaire fr stent was found still attached to the core wire and in good condition. ¿ testing/analysis: the broken solitaire fr pusher was sent out for scanning electron microscopy (sem) failure analysis. According to the sem report, the broken end failed via tension overload. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿separation¿ report was confirmed as the pusher inner core wire was found to have separated. Device separation can occur due to vessel tortuosity, delivery and retrieval friction, a higher number of device passes, guide/balloon catheters or intermediate catheter integrity issues such as kinking within the shaft, presence of a pre-existing extra/intracranial stenosis or calcified plaque, presence of hard clots/thrombus entanglement with overbending during the retraction process, not aligning the microcatheter with the proximal end of the solitaire device, or removal of the microcatheter prior to retrieval of the solitaire device with or without clot. It is likely that the retrieval friction contributed to the device separation. However, the cause for the device separation could not be determined. Regarding the customer¿s ¿resistance¿ report, the issue could not be confirmed. Possible causes of ¿resistance¿ include using an incompatible catheter, catheter damage, patient vessel tortuosity, or not maintaining a continuous flush. It is likely that the use of an incompatible catheter contributed to the reported resistance. The rebar-18 catheter has a labeled inner diameter (ID) of 0.021¿. Per the solitaire fr instructions for use (IFU), ¿solitaire¿ fr revascularization device with the sfr-6-20 and sfr-6-30 reference numbers should be introduced only through a microcatheter with a minimum inside diameter of 0.027 inches.¿ therefore, the rebar-18 catheter was found to be incompatible with the solitaire fr revascularization device. The rebar-18 catheter was not returned; therefore, an analysis could not be performed, and any contributing factors could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2024 mpxr 1258283 (rep, hcp, for): it was reported that during a procedure involving the solitaire fr 6x30 stent for treating intracranial atherosclerotic stenosis (icas) there were device issues. The patient experienced an acute stroke and was being treated. During the procedure the proximal end of the stent was found to be broken, and resistance was encountered when withdrawing the stent through the rebar-18 microcatheter. The broken segment of the stent was successfully removed from the patient using the microcatheter. The stent was removed from the patient, and a replacement was provided. The pushwire was broken/separated. The pushwire was not torqued during the procedure. The devices were prepared according to the isntructions for use (IFU). No patient complications have been reported as a result of this event.